Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
"It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read high (>500 mg/dl) while wearing the pod. The patient administered a bolus of 12 units of insulin in addition after 3 hours the patient administered another 12 units of insulin via injection. Once at the hospital the patients blood glucose level was over 600 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka). The patient was treated with an insulin drip and intravenous fluids. The patient was released from the hospital after 2 days.